Event description:
Discrepant hba1c results. The following examples were provided: initial result 10.4%, repeat 7.4%/ initial results were not reported. The field service rep determined there was a problem with the reagent. The reagent was replaced.

Event description:
Discrepant hba1c results. The following examples were provided: initial result 9.4%, repeat 6.6%. Initial results were not reported. The field service rep determined there was a problem with the reagent. The reagent was replaced.

Event description:
Discrepant hba1c results. The following examples were provided: initial result 9.6%, repeat 7.2%. Initial results were not reported. The field service representative determined there was a problem with the reagent. The reagent was replaced.

Event description:
Discrepant hba1c results. The following examples were provided: initial result 9.6%, repeat 7.0%. Initial results were not reported. The field service representative determined there was a problem with the reagent. The reagent was replaced.